Event description:
The patient contacted lifescan (lfs) in alleging that meter was set to the incorrect unit of measurement (uom). The medical affairs specialist (mas) contacted the patient one day later and obtained/verified the following information: sometime this year, the patient tested her blood glucose; howerver, does not recall the reading and claims she thought the reading was normal even though she noticed the decimal point. A couple of days later, she experienced a heart attack and paramedic's came to her home, tested her blood glucose; however, she does not recall the reading on the emt's meter and she was taken to the hospital and kept there for a couple of days due to the heart attack. She does not know whether she was treated for her diabetes at the time. She recently went to see her physician and her diabetes regimen was changed from metformin to set amount of lantus 25u at night and from glyburide to glypizide (mg) one pill in the am. She does not remember what her reading was on the physician's meter. The patient does not recall going into the meter settings and changing the uom and claims that the meter was previously set to mg/dl and does not know how it changed to mmol/l. Customer care agent (cca) assisted the patient in setting the meter back to mg/dl and sent the patient a replacement meter.